Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined that the mixer (B)(4) the likely cause of the issue. The part was replaced resolving the issue. A review of the architect c4000 processing module, serial number (B)(4) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 processing module or the mixer, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the (B)(4) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of erratic/discrepant results, also provides component replacement procedure. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(4), or the mixer.

Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for multiple patients. The few results examples provided were: on (B)(6) 2021 patient 1: initial=3.9 mmol/l /repeated=0.71 mmol/l. Patient 2: initial=3.2 mmol/l /repeated=0.67 mmol/l there was no reported impact to patient management.